Event description:
The customer reported the following: incident description : during a femoral osteosynthesis, during a change of t2 recon nail, the drill bit broke in the patient's femur. Different solutions searched to extract this , blocked in the collar patient's femur. Drill bit finally extracted, thanks to a prehensive forceps arthroscopy. The operation could then be continued without incident. The drilling having been done, no further device used [...] Delay : 1h30, anesthesia delayed no immediate consequences on the patient".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage. The cutting edges of the drill carry a few dents and minor damages. The breakage surface reveals predominantly an abraded surface, although slightly. Slight permanent deformation is also evident. Overall, this amounts to a brittle fracture due to high torsional and bending load which lead to a forced fracture. Severe circular scratch marks all over the outer surface also indicates towards interaction of the drill with a metal object, most likely the sleeve. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to a combined torsional and bending overload, evident by the brittle nature of the breakage. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported the following: incident description : during a femoral osteosynthesis, during a change of t2 recon nail, the drill bit broke in the patient's femur. Different solutions searched to extract this , blocked in the collar patient's femur. Drill bit finally extracted, thanks to a prehensive forceps arthroscopy. The operation could then be continued without incident. The drilling having been done, no further device used. Delay:1h30, anesthesia delayed. No immediate consequences on the patient.